Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this pacemaker, after the right atrial (ra) and right ventricular (rv) leads were connected to the device header, noise was observed on both channels. The device was noted to be in the pocket and programmed to bipolar configuration. Markers showed a combination of a and v sensing and pacing, however, no pacing output was observed on electrograms (egms). The patient had intrinsic conduction at a rate of 50 beats per minute (bpm). It was noted that the device had previously been taken out of storage for a prior case, however, was not used for that case. The device was removed from the pocket and another device was implanted and connected to the leads with no further noise observed. This device was attempted, but not implanted. There was no known source of electromagnetic interference (emi) or interference during the attempted implant and lead to device header connections were verified to be secure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.